Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported that during the implant procedure there were issues with the lead pacing threshold. There were difficulties with the device setscrew and a new device was implanted. No threshold problems occurred with the new device. No patient complications have been reported as a result of this event.